Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tamper labels were undamaged, and no external physical damage was noted. A review of the event history log confirmed multiple "high pressure" alarm messages, which may be related to the reported event. A function test was performed and was unable to replicate the reported event. The device was found to be operating properly and passed all tests. The downstream occlusion sensor was replaced as a preventive measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the patient claims that the pump go into alarm for no apparent reason. The pump malfunctioned during use, with alarm sound and on screen. There was no patient injury reported.